Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set appeared to malfunction, with the user observing insulin priming initially, persistent hyperglycemia overnight and into the morning, and later visible air moving from the needle end up the tubing toward the pump/cartridge; the user disconnected from the ilet for under two hours, used subcutaneous insulin backup therapy, then changed insulin and tubing but not the contact detach site, after which glucose returned to normal. Symptoms included hyperglycemia with a reported maximum blood glucose of 390 and approximately eight hours above range, without ketone testing, medical intervention, or acute complications. Outcomes included self-management using 4 units of subcutaneous insulin and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia in the context of reported air in the infusion line and suspected insulin delivery issue, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.